Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implant procedure, the physician commented there was no suture hole on drilled into the epoxy device header. There were no other anomalies so the physician implanted the device normally. Over the following days, the physician wanted it stated the location of the suture hole was not present on the device even though the location was similar to previous products. No further information is available.